Event description:
It was reported that a patient with a pain stimulation implantable pulse generator (ipg) implanted on the left side for spinal pain experienced issues with the handset and therapy. The patient stated that in the middle of the night the handset played unexpected music, which woke the patient, and the patient had difficulty stopping it, needing to ¿scan around¿ on the handset to get it to stop. The patient then returned to the therapy screen and increased stimulation again for the day. The patient also reported that while sitting next to the communicator, the handset did not connect correctly and displayed an ¿unable to find¿ message. The patient stated the handset would not power off when attempted, and the screen appeared unresponsive during reset or power-off attempts. The patient reported that when lying down they experienced an ¿electrical shock type¿ sensation and lowered stimulation at bedtime because of this. During troubleshooting, the patient was walked through general handset use within the therapy application and was able to access and adjust stimulation settings as needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The patient called back in and confirmed the event date was may 18th.